Event description:
It was reported patient underwent a revision procedure on unknown date due to unknown reason. Attempts to obtain additional information have been made; however, no more is available at this time.

Manufacturer narrative:
(B)(4). Medical products: unknown articular surface catalog # unknown lot # unknown; unknown tibial component catalog # unknown lot # unknown. Customer has indicated that the product will not be returned because product location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filled for this event: 0001822565-2022-00804. 0001822565-2022-00805. Product location unknown.

Manufacturer narrative:
This follow-up report is being filled to relay additional information, which was unknown at the time of the initial medwatch. H6: health effect - clinical code - no clinical signs, symptoms or conditions and device code(s) insufficient information is n/a which was reported on initial report. It was previously reported on MFR#: 0001822565-2022-00802-1 that this device was not related to the event. However, upon receipt of additional information, it is now verified that this device is related to the event. D10 ¿ medical products: tibia fixed cemented stem extension catalog#: 42542007101 lot#: 64599628. Femoral distal augment cemented catalog#: 42556606210 lot#: 64508941 qty 2. Tibial augment cemented half block catalog#: 42555805105 lot#: 64453278 qty 2. Tibial augment cemented half block catalog#: 42555805305 lot#: 64508912 qty 2. Articular surface fixed bearing constrained condylar knee (cck) catalog#: 42512800718 lot#: 64435986. Multiple MDR reports were filled for this event: 0001822565-2022-00805, 0001822565-2022-01530, 0001822565-2022-01531, 0001822565-2022-01532. Reported event was unable to be confirmed due to limited information received from the customer. Device was not returned. Device history record (DHR) was reviewed and no discrepancies relevant to the reported event were found. A definitive root cause cannot be determined. There are warnings in the package insert that this type of event can occur and risks are addressed in risk documentation. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported patient underwent a revision procedure two months post implantation due to infection and loosening. Attempts to obtain additional information have been made; however, no more is available.

Manufacturer narrative:
Upon receipt of additional information, it was determined that the initial report was submitted in error and should be voided. It is now verified that implanted products are not identified as the source or contributing to the reported infection.

Event description:
Upon receipt of additional information, it was determined that the initial report was submitted in error and should be voided. It is now verified that implanted products are not identified as the source or contributing to the reported infection.